Event description:
A customer contacted baxter's technical service center reporting the home patient (hp) was not draining during the initial drain so the hp disconnected, opened her transfer set to see if she had any fluid, she did have fluid and then reconnected which is a use error. The technical service representative (tsr) advised the hp to end therapy and start over with new supplies. The hp stated she never got an alarm, she did not think she was draining. The tsr assisted the hp to end the therapy. The tsr advised the hp to call back if she had draining problems after restarting. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event.

Manufacturer narrative:
(B)(4). The complaint was confirmed. The cause of the use error was undetermined. A labeling review found that all printed pouches for disposable products intended for single use are labeled with "this device is intended for single use only." This report of use error was received with no alleged device malfunction; therefore, no further investigation will be performed.